Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00313, -00314, -00315, -00317. This report will be updated when the investigation is complete.

Event description:
Allegedly the modular neck component suddenly failed, breaking into two pieces.